Manufacturer narrative:
Correction on (B)(6) 2015 following company internal coding review: the event every morning it is a test of her will just to get out of bed in the morning, no quality of life was recoded to meddra llt quality of life decreased.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a regulatory authority (case number FDA-2014-n-0736-1916) in united states on 24-oct-2015 identified during monitoring of postings an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015. It refers to a female consumer of unspecified age who placed essure (fallopian tube occlusion insert) on (B)(6) 2013. Additional information received on 18-nov-2015 (ptc investigation result). Consumer had problems with excessive lengthy periods and had exhausted all other viable options to lessen them. She opted for endometrial ablation. Her gynecologist refused to perform an endometrial ablation unless she was sterilized. She knew she did not want children, so it seemed a no-brainer. Her doctor told her essure would be safer. No down-time, and offered better sterilization than a standard tubal ligation. She researched essure on her own and decided that although she found reports at that time of 2000 women who dammed side-effects, knowing that over 600.000 had them. She thought the numbers were good and gave the go ahead. The surgery was a nightmare, and she began experiencing side-effects within 48 hours of essure implantation. Frequent dizzy spells and severe stabbing pains in her lower abdomen, she could literally feel the coils inside of her. The discomfort from the ablation disappeared within 24 hours. She calls to her doctor office were blown off, and she was treated like this was all in her head. At her 6 week post-operation appointment she was told that she should consult her primary care physician for all these other problems. Despite the fact that she had none of them prior to surgery. The ablation also proved to be a failure. She still have monthly periods that last anywhere from 10-15 days in duration. She now have horrendous joint pain, lower back pain and fatigue. She used to be healthy and have a full social life. Now it is all she can do to drag herself to work and drag herself home she has had to cut her hours at her job, because she could not handle working full-time anymore. Every morning it is a test of her will just to get out of bed in the morning. She has spent thousands of dollars with physicians in other specialties trying to determine if there are any other things that could be causing her pain and fatigue. The only common denominator is essure. Her lower back pain is 24/7 torture, and multiple nuclear magnetic resonance imagings (mrls) showed nothing that could be causing this type of aching throbbing constant pain. She led a pain-free life before essure. She just wanted to get rid of her periods so she did not bleed half the month, every month. Instead she now feels like an 85 year-old woman at the age of (B)(6). She is very depressed and have no quality of life, she count the minutes until she can take her next dose of pain medication to try and alleviate the aching joint pain in her hands, feet, ankles, knees, and lower back. No one in her family has ever had arthritis pain prior to their sixties. She looks like she is five months pregnant from the bloat. She did not have this before essure. Nearly three years later, she still deal with occasional unexplained dizzy spells and random stabbing pains in her lower abdomen. She had 20/20 vision prior to essure, now she has occasional spells of unexplained blurry vision and she could no longer drive at night due to night vision issues. Her ophthalmologist has no idea why her vision is still 20/20. She finally found a new gynecologist who listened to her and has discontinued implanting essure due to complaints he has received from his patients he implanted in the past. She is scheduled for a partial hysterectomy to remove essure in (B)(6). She feels like they have all been duped, even the physician who implanted them in her. She is not a hypochondriac, and she is not a drug-seeker, she just want her life back, and she wants to be the pleasant person. Ptc investigation result: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported. We conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm arty quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced severe stabbing pains in her lower abdomen and lower back pain. She is scheduled for a partial hysterectomy to remove essure. These events were considered serious and listed in the reference safety information for essure. Based on their nature, a causal relationship with suspect insert cannot be excluded. This case was regarded as incident since a surgical intervention will be required. Additionally, non-serious events were reported. According to product technical complaint, no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.